Manufacturer narrative:
(B)(4). Date sent: 12/17/2020. Investigation summary the instrument was received with the electrode tip bent and not detached as reported. In addition, the shaft sheath damaged at the instrument tip. A bent electrode could have caused this damage to the sheath. Caution should be taken not to retract the electrode into the sheath when it is bent. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. No conclusion could be reached as to how the tip of the electrode got bent. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance.

Manufacturer narrative:
(B)(4). Batch #: u93w4f. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this batch.

Event description:
It was reported that during an unknown procedure, when the surgeon tried to use the tip of eps01, the tip was broken during the surgery. A nurse changed it to the new one. There were no patient consequences.